Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: g4, g7, h2, and h10. The initial reporter is a biomedical technician (bmet). The event took place during set up. The set up was delayed by 10 minutes, the time taken to retrieve a back-up device and swap. The intended procedure was completed with the back-up device. No other devices were replaced. There was no patient involvement and no injury to anyone associated with this event.

Manufacturer narrative:
There is more information on the device evaluation and the UDI provided. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The root cause of the issue of the bent connector pins cannot be conclusively determined. A possible theory is that when inserting the scope connector into the scope connector socket of the device, a missing part of the scope connector tip was caught by the terminal inside the scope connector socket on the device. Since the scope internal was inserted further while the inserted scope connector was caught, the terminal inside the scope connector socket of device was pushed back and the terminal buckled.

Manufacturer narrative:
There is no additional information available for this event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Full inspection was performed on the device; device failed inspection when tested with a test scope. There was no image. This is attributed to bad scope socket with bent pins. In addition, there was a cosmetic front panel discoloration which does not affect functionality. Device has a new type of switch. In conclusion, the cause for the bent pins of the connector could not be established.

Event description:
As reported for this event, the device yielded no image. The connector had bent pins. There was no reported patient involvement.